Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 6/6mm amplatzer duct occluder ii device was selected for implant using a non abbott delivery sheath. During deployment the physician noted that the device was not taking desired shape, was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. It is unknown if there was a device implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of reported incident could not be conclusively determined. Based on the information received, a 6f sheath was used to deliver the device. Please note that per the instructions for use, the recommended size delivery system for use with a 6/6 mm amplatzer duct occluder ii is an 5f.

Event description:
N/a